Manufacturer narrative:
The reported events, overheating were confirmed. Through testing the service technician found that the device was overheating and ran loudly. Upon disassembly the tech determined that the device appeared to have been stored in water, as everything inside was badly rusted, particularly the armature, field assembly, and even bearings. The unit was repaired and returned to the customer.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the device is overheating during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is overheating during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.